Manufacturer narrative:
The analysis of the ICD suggests 8 march 2015 is the time of death. On the same day, a persistent ventricular fibrillation was recorded that the ICD detected. The charges of ICD shock did not terminated ventricular fibrillation. The cause is unknown. Due to the device data and the damage to the electrodes fragments, there is the possibility that the shock energy to the heart muscle is not fully reached. Neither the electrode nor the ICD indicates a material or manufacturing defect.

Event description:
Ous MDR - after an implantation time of about 27 months, it was reported that the patient had died. The ICD and the lead were explanted in the forensic department and returned to biotronik for analysis. Biotronik currently has no further information regarding the circumstances of death. If we should receive additional details, we will forward them to you immediately.